Manufacturer narrative:
(B)(4). As per fsr, the ice making switch was found in the 'on' position but there was no ice block. When the ice maker switch was turned off and back on, the compressor would come on, run for 20 minutes and then shut off. The compressor would get very hot while it was running and the cold plate would not get cold enough to make ice. The parts needed for repair are obsolete. The user facility has been advised to remove the unit from clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2018-00053.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heater cooler was not making ice. There was no patient involvement.